Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The manufacturer's representative (rep) reported they were seeing the patient for their post-surgical follow-up appointment and were reviewing recharging instructions. Initially they were able to connect with the device, however, now they couldn't get any coupling bars shaded and it wouldn't interrogate. It was reviewed how to position the antenna over the implant and the antenna locate feature was already used which resulted in poor coupling. No pocket issues were reported. The rep. Didn't have a spare recharger to try, but it was reported the clinician programmer and patient programmer (pp) connected immediately. No patient symptoms were reported. Relevant medical history includes non-malignant pain. Two weeks later the rep. Called back reporting the patient was getting anywhere from 0-2 coupling bars at most. It was noted when the patient was initially implanted he got eight bars but it dropped quickly to 0. It was noted the implantable neurostimulator (ins) was very superficial and not too deep. The ins didn't appear tilted and moved s lightly but not much. According to the patient the device wasn't working but this statement was clarified to state recharging was the issue. A new recharger had already been tried but it didn't resolve the issue. The pp had been having issues but it was determined it was bad batteries, so once they were changed the issue was resolved. The pp was still able to communicate with the implant but a code with a triangle was seen. The recharger belt was adjusted and the antenna locate feature was used which resolved the issue. It was noted coupling dropped from 8 to 6 down to and then back up to 4. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that no additional actions were taken to resolve the recharge coupling issues as of (B)(6) 2015. If additional information is received, a follow up report will be sent.